Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet, resulting in the pump shutting down. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. The customer addressed their bg with a correction injection. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.